Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error. The customer's blood glucose reading was 140mg/dl at the time of incident. The product will be returned.

Manufacturer narrative:
Unit was received with blank flashing white lcd display anomaly due to crack on lcd controller. Unable to perform displacement, rewind, seating and basic occlusion due to flashing white lcd display. Unable to verify pump error due to blank flashing white lcd. However, unit was received with moisture damage on the electronics, motor, vibrator motor or battery tube assembly. Unit was received with cracked retainer, minor scratched display window and scratched case.